Event description:
A customer called needing assistance with performing a control test. Customer was also assisted in resetting the units of measure from mmol/l to mg/dl. There was no report of death or serious injury or mistreatment associated with this product problem.

Manufacturer narrative:
The customer returned a different meter than the one the complaint cites. The meter cited in the complaint was not returned for investigation.